Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. An alert for noise had also been triggered. An alert for a high/undefined pacing impedance triggered a few days later. It was initially reported that the lead was reprogrammed so detections were turned off; however, additional information was received that indicated the lead had been reprogrammed and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv coil impedance had increased and was high. Reprogramming was performed to turn therapies off until the lead was explanted and replaced the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.